Event description:
During a lensectomy, the handpiece needle became hot and the patient received a minor scleral burn. One suture was required to close the wound. The patient has recovered with no adverse effects.

Manufacturer narrative:
Visual inspection found the trannsducer horn and the tip of the needle are dented. An impact to the transducer horn can damage the crystal pack inside the handpiece which could cause the handpiece to become hot during use. The handpiece handle became warm to the touch during functional testing.